Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during a call for a patient who suffered a cardiac arrest. When the ambulance crew arrived on site, the patient had returned to a sustained heart rhythm. To monitor the patient while in transport, the crew attempted to perform 12 lead ECG (electrocardiogram) and noted that only lead I was monitoring. No other lead output was available despite troubleshooting. The crew replaced the tempus pro with an alternate device to continue monitoring the patient who was transported to the hospital successfully.

Event description:
His report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during a call for a patient who suffered a cardiac arrest. When the ambulance crew arrived on site, the patient had returned to a sustained heart rhythm. To monitor the patient while in transport, the crew attempted to perform 12 lead ECG (electrocardiogram) and noted that only lead I was monitoring. No other lead output was available despite troubleshooting. The crew replaced the tempus pro with an alternate device to continue monitoring the patient who was transported to the hospital successfully.